Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was in clinic and not feeling well. The patient reported low flow alarms on log file history. The patient presented with abdomen and lower extremity edema and pocket infection. The patient was admitted and computed tomography angiography (cta)/ CT) scan along with lab work were obtained. Log file submitted captured low flow events on (B)(6) 2020. Additional information reported that the cause of the low flow alarms was identified as thrombus between grafts. Two stents were placed, and patient is reported to be doing well and will soon be transferred out of the intensive care unit (ICU). The reported pocket infection is chronic. Additional information was requested however not yet provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined through this investigation. The reported outflow graft obstruction could not be conclusively determined through this investigation as no product was returned for evaluation and no images were provided by the account. A transient elevation in pump power/estimated flow associated with a pi event was confirmed via the log file data provided by the account; however, a specific cause for the change in pump parameters could not be conclusively determined through this investigation. The submitted log file contained data spanning from (B)(6) 2020 to 01:36:42 to (B)(6) 2020 at 11:08:58, per the timestamp. A total of 4 transient low flow alarms were captured on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020 when the estimated flow was calculated to be below the threshold of 2.5lpm. No other notable alarms were captured. As an added observation, a transient elevation in pump power greater than 10w was captured on (B)(6) 2020 at 19:28:04 and was associated with a pi event. The patient remains ongoing on (B)(6) and no further events have been reported at this time. Additional information, including images of the outflow graft, was requested from the account; however, no further information was provided. No further information was provided. The manufacturer is closing the file on this event.